Event description:
While treating a pt, the device was unable to charge energy and displayed a "check pads" message, while using electrode pads. The clinician obtained another device to continue treating the pt using the same set of electrode pads attached to the pt. There was no adverse effect to the pt due to the reported malfunction. The electrode pads are not available for eval.